Manufacturer narrative:
Date sent to the FDA: 09/13/2021.

Manufacturer narrative:
Date sent to FDA: 05/28/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted, due to pelvic organ prolapse and mesh was implanted, due to sui. It was reported that the patient experienced pelvic and groin pain, dyspareunia, urinary and bowel problems, vaginal scarring, and loss of mobility. No additional information was provided.